Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, regular was used during a bronchoscopy procedure for a diagnostic case on (B)(6) 2023. For most of the procedure, the exalt model b scope worked as intended. However, it began to fail when the umbilicus cord was moved. The signal and picture were lost, then it was recovered again until it went out entirely. Another exalt b scope was used to complete the procedure. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional details despite the good faith efforts (gfe).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.